Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion and a bd alert was observed. Data analysis was performed, and boston scientific technical services recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service, and no revision procedure have been scheduled.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion and a bd alert was observed. Data analysis was performed, and boston scientific technical services recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion and a bd alert was observed. Data analysis was performed, and boston scientific technical services recommended device replacement because of this anomaly. Subsequently, the device was explanted. No additional adverse patient effects were reported. The device was received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion and a bd alert was observed. Data analysis was performed, and boston scientific technical services recommended device replacement because of this anomaly. Subsequently, the device was explanted. No additional adverse patient effects were reported. The device was received for analysis.